Event description:
On (B)(6) 2013 the reporter contacted animas to report a priming issue in that the pump piston did not move during the rewind step. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: a review of the pump history showed a loss of prime alarm following rewind steps, but did not perform load or prime steps within three minutes of rewind. During testing, the pump performed rewind, load, and prime with no loss of prime alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal program. The force sensor calibration reading was found to be within specifications. No defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.